Event description:
Report received of a tubing separation at the clave port. The customer reports that diprivan was being administered via one of the clave ports towards the top of the tubing set, when "water started going everywhere." The separation occurred where the bottom of the clave and the tubing meet. The tubing set was reported to have fallen apart into two pieces. The clinician then kinked the tubing set. The tubing set was changed and the pt was properly sedated. The pt did not experience any bleed back or blood loss. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.